Manufacturer narrative:
Concomitant medical products: wedge plasma x/o sz 5 (cat# 188-01-05 / serial# (B)(4)). The evaluation noted that revision reported was likely the result of either under sizing the femoral stem for the patients anatomy/femoral bone or insufficient bony support for the implant, possibly due to a patient-related condition, which led to femoral stem subsidence. However, this cannot be confirmed as the explants were not available for evaluation and x-ray images were not provided. The most probable root cause associated with the reported event of "femoral stem subsidence" is associated with a femoral stem that subsides into the prepared femoral canal further than expected. This can occur during implantation or post-operatively.

Event description:
Approximately 3 mos. Postop the initial implant, this (B)(6) y/o patients original tapered wedge stem subsided so a revision right hip surgery was needed. The surgeon removed the alteon tapered press fit stem and cocr head were removed and a new nv cemented plus stem size 13, 13mm cemented stem centralizer, and new cocr 36mm +0 offset was implanted. Patient was last known to be in stable condition following the event. The device will not be returned for evaluation due to the hospital policy.